Event description:
The pt (B)(6) received an scs system including a percutaneous lead on (B)(6) 2011. It was reported the pt's lead was replaced on (B)(6) 2011 due to fracture. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Result - the lead was returned cut and incomplete. Visual inspection of the terminal end segment confirmed the presence of a break in the outer tubing of the lead body between the 8th electrode and the handle; however, this segment passed continuity on all channels. Two channels on the stim end segment measured open. No broken wires were observed in either lead segment. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.